Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: there was no discrepancy and/or deviation found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. The search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt has been made to obtain missing information, however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported by the surgeon that the lens would not deploy from the cartridge, and another iol of the same model and diopter was inserted without difficulty. The complaint iol was discarded. Additional information received reported that the surgeon had the lens in the patients eye. No other problems with the iol other then it would not deploy from the cartridge while inserting into the eye. No further information provided.